Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for viper2 straight rod480mm, cocr was conducted identifying that lot number gm57609 was released in a single batch. Batch1: lot qty of (B)(4) units were released on april 27, 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided and due to the reporter/hospital has not been able to provide rod holder details in the complaints report or after follow up, and not knowing which type of rod holder was used during the surgery, further investigation was not performed. A complaints search was run for the past five years and no complaints were registered with the similar ¿etch¿ issue. However, the root cause for the reported event cannot be determined from the available information. The complaint will be reopened if the device is returned for further investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: osh, nkb, mnh, kwq, mni. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the reference black line is not aligned with the hex tip. The rod holder is not aligned with the black line of the rod and for deformity cases it is not appreciated. The procedure was successfully completed without any surgical delay. No patient consequences reported. This report is for one (1) expedium and viper 2 spine system rod, straight 5.5 x 480mm this is report 1 of 1 for complaint (B)(4).